Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were damaged. A field service engineer (fse) identified that a cubie tray clip in the specified row had become dislodged, powered down the station, and replaced the tray, followed by performing final testing using the hardware testing application, after which pharmacy staff confirmed that the drawer was functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer rails were damaged. However, there were no delays or adverse events or injuries reported based on this event.